Event description:
It was reported that the patient experienced a loss of therapy, and difficulty charging of the implantable pulse generator (ipg) of the spinal cord stimulator (scs) system, which was fully depleted. The patient underwent a revision procedure in which the ipg was replaced, and is doing will post operatively. It was additionally reported that the device was retained by the facility and cannot be located, therefore the device will not be returned for analysis.

Manufacturer narrative:
Block d2b pro code (product code): qrb.

Event description:
It was reported that the patient experienced a loss of therapy, and difficulty charging of the implantable pulse generator (ipg) of the spinal cord stimulator (scs) system, which was fully depleted. The patient underwent a revision procedure in which the ipg was replaced and is doing will post operatively.

Manufacturer narrative:
Block d2b pro code (product code): qrb.

Manufacturer narrative:
Block d2b pro code (product code): qrb.

Event description:
It was reported that the patient experienced a loss of therapy, and difficulty charging of the implantable pulse generator (ipg) of the spinal cord stimulator (scs) system, which was fully depleted. The patient underwent a revision procedure in which the ipg was replaced, and the is doing will post operatively.